Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('essure coils on the right was also inside the uterus'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not undergo an essure confirmation test". And device monitoring procedure not performed, "essure confirmation test(s) conducted? Specify: no". The patient's medical history included: migraine, seizure and endometriosis. Concomitant products included: celecoxib (celexa) since 2012, escitalopram oxalate (lexapro) since 2013, levetiracetam (keppra) since (B)(6) 2012 and tramadol since 2013. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain/ pain") and mood swings ("hormonal changes/hormonal changes describe: mood swings"). On (B)(6) 2012, the patient experienced fatigue ("other injuries/symptoms: fatigue"). In 2013, the patient experienced back pain ("back pain"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines/headaches") and muscular weakness ("muscle weakness"). And was found to have weight increased ("weight gain"). In 2015, the patient experienced arthralgia ("pain hip and knee joint"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder/urinary problems: bladder problems"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2021. At the time of the report, the device expulsion, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, intermenstrual bleeding, bladder disorder, vaginal discharge, fatigue, gastrointestinal disorder, mood swings, headache, nausea, weight increased, depression, migraine, muscular weakness and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, intermenstrual bleeding, migraine, mood swings, muscular weakness, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. Discrepancy in insertion date: previously reported as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 37.3 kg/sqm. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-oct-2021, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coils on the right was also inside the uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included migraine, seizure and endometriosis. Concomitant products included celecoxib (celexa) since 2012, escitalopram oxalate (lexapro) since 2013, levetiracetam (keppra) since 2012 to (B)(6) 2012 and tramadol since 2013. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain/ pain") and mood swings ("hormonal changes/ hormonal changes describe: mood swings"). In (B)(6) 2012, the patient experienced fatigue ("other injuries/ symptoms : fatigue"). In 2013, the patient experienced back pain ("back pain"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches") and muscular weakness ("muscle weakness") and was found to have weight increased ("weight gain"). In 2015, the patient experienced arthralgia ("pain hip and knee joint"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods),"), bladder disorder ("bladder/ urinary problems : bladder problems"), vaginal discharge ("bladder/ urinary problems : vaginal discharge"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and nausea ("nausea,"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essu). Essure was removed on (B)(6) 2021. At the time of the report, the device expulsion, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, intermenstrual bleeding, bladder disorder, vaginal discharge, fatigue, gastrointestinal disorder, mood swings, headache, nausea, weight increased, depression, migraine, muscular weakness and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, intermenstrual bleeding, migraine, mood swings, muscular weakness, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. Discrepancy in insertion date. Previously reported as 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 01-oct-2021: medical record received. Case become serious incident because of essure removal. Reporter information, plaintiff's medical history, essure removal details, new event: essure coils noted inside the uterus were added. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.